Event description:
After sterilization, the handle of the dall miles cable passer was found cracked. This did not occur during a surgical procedure.

Manufacturer narrative:
The ultem material has been upgraded to improve the reliabilty of the instrument handle.